Manufacturer narrative:
On september 29, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the smooth saline 500cc breast implant was found to be ruptured. In addition, a crease/fold within the rupture was noted. It should be noted that it cannot be determined if the sterilization process could have influenced the implant deflation since a rupture within normal wear was found. Therefore, both the sterilization process and crease/fold may be the cause of the deflation. Regarding the product defect observed during the analysis, the evaluation determined that deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A second product was received (lot-7637489). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone breast augmentation revision with an unspecified mentor saline breast prosthesis on the left side, suffered left breast implant deflation, post-procedure. The patient self-diagnosed as there was change in shape, slow leak, and it became half the size. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On june 4, 2021, mentor received additional information indicating that the patient also experienced left breast pain, post-procedure. On june 11, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the returned device, mentor became aware that the suspect medical device is an unknown saline implants smooth. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 3, 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation and replacement surgery on (B)(6) 2021. In addition, the leak on the left side started in february of 2019 and has gotten so bad this year that there is almost nothing left. On may 12, 2021, mentor became aware that the replacement devices were the following: (left) 630cc mentor smooth round high profile saline catalog: 3503630, lot: 9543626, sn: (B)(6) and (right) 630cc mentor smooth round high profile saline catalog: 3503630, lot: 9543626, and sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).